Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test current test and charge battery anomaly due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm or short battery life. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.